Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot# va0byey, product type lead. (B)(4).

Event description:
Follow up information received reported that the patient was implanted with the (tined) lead and the evening before the implantation of the implantable neurostimulator (ins) the patient pulled the lead out. The surgeon removed all of the implanted lead and implanted a new (tined) lead and ins. The patient was reported as doing well as far as known. . If additional information is received, a follow up report will be sent.

Event description:
It was reported the trial patient caught their external neurostimulator on their bed and the extension was completely removed. It was noted the lead was fractured and frayed. It was reported the issue was observed at the implant procedure. It was noted the lead was replaced when the implant was put in.